Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2316-50e, serial number: (B)(6), batch/lot number: 7273496, model/catalog description: infinion 16 trial lead kit 50 cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient developed an infection and was put on antibiotics. No further information has been obtained.